Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part: 357.399s, lot: 8l02250, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 12 april 2021, expiration date: 01 march 2031. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 357.399, lot: 96p8255. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for transtrochanteric fracture with tfna devices and implants. The surgeon attempted to ream the bone head with the reamer to insert a helical screw, but the reamer did not penetrate the nail. This created a black metal powder. Guide wires were also used in this surgery. The procedure was completed successfully with a 45 minute delay. This report is for one (1) 3.2mm guide wire 400mm. This is report 2 of 4 for (B)(4).